Event description:
Patient informed that the new pump she received malfunctioned legacy one sn # (B)(4). Pump is used for veletri. No other information known. Patient called because the new pump we sent would not stop beeping when she turned it on. She continued using the old pump so her infusion would not get disrupted. We are shipping a new pump to her and returning the old one. Name of the part the patient is having an issue with or error code displaying "there is not a specific part at fault just that it would not stop beeping no matter what patient tried to do." Did the reported product fault occur while in use with a patient: it was not in use yet. Did the product issue cause or contribute to patient or clinical injury: no harm came to the patient. Is the actual device available to be returned for investigation: it is being returned for investigation. Dose or amount: 22nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) to ongoing. Diagnosis or reason for use: pah.